Event description:
The pt had textured. Saline breast implants placed 20 years ago. Then developed masses of right breast which were biopsied to be alcl (anaplastic large cell lymphoma), she subsequently had explant, capsulectomy, and chemotherapy. FDA safety report ID# (B)(4).